Manufacturer narrative:
Lot # unk as not provided by reporter. Expiration date unk as lot # is unk. (B)(4). The complaint product was not returned so a physical investigation could not be performed. A review of complaint history, device history, and instructions for use was conducted. There have been previous cases of multi-length stents becoming knotted, in vivo. This can happen during normal patient movement and usually occurs when there is more than one complete coil within the kidney. This complaint is considered confirmed, based on customer testimony and product history. The product is 100% inspected to be function and free of damage per quality control specification. We will continue to monitor for similar complaints. There is insufficient risk due in part to low severity and high detectability to warrant risk reduction activities.

Event description:
The patient returned to the physician due to some discomfort. The part that was in the kidney formed a knot. The physician tried to use a wire to undo the knot and it would not come undone. The physician went in through the kidney percutaneously and removed the stent. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.